Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent right inguinal hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2012 during which the surgeon noted significant inflammatory changes with the iliohypogastric nerve, ilioinguinal nerve and genital branch of the genitofemoral nerve. It was reported that the patient underwent a diagnostic laparoscopy on (B)(6) 2013 during which the surgeon noted residual scarring of the abdominal wall from the prior inguinal surgeries. It was reported that the patient experienced chronic neuropathic pain requiring neurectomy, nerve entrapment in the inguinal region, foreign body type reaction to the mesh, scarring around the nerves and residual regional pain associated with excessive tissue scarring from mesh exposure. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 11/19/2021.